Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system door failed during the procedure. The field service engineer applied tab grease to all latch to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation es system door failed during heart surgery. The customer added that there was no delay and no impact to patients.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower latch 2 was clicking. The field service engineer applied tab grease to all latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system door failed during heart surgery. The customer added that there was no delay and no impact to patients. However, there were no adverse events or injuries reported based on this event.